Event description:
A malfunction was reported with the code malf 0, but there was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.